Manufacturer narrative:
On 9/30/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/7/2019, device evaluation was completed. Device evaluation summary: during evaluation the sample was found ruptured. Shell abrasion was found in the edges of the tear. No other anomalies were observed. Shell abrasion suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent unspecified breast surgery with a 300cc mentor memorygel breast implant on the left side and with 275cc mentor memorygel breast implant on the right and was presented with bilateral breast implant rupture during replacement surgery. The devices were explanted and replaced with catalog number: shpx-755; serial number: (B)(4) on the left side and with catalog number: shpx-700; serial number: (B)(4) on the right side on (B)(6) 2019. This report is for the patient¿s right-sided device.